Manufacturer narrative:
(B)(4).

Event description:
It was reported that deployment issues and a stent fracture occurred. The target lesion was located in the heavily calcified superficial femoral artery (sfa). The patient required two long eluvia stents. The first stent was placed with no problems. A 6x150 130 cm eluvia drug-eluting vascular stent system was then selected and advanced into position. After approximately 1cm of the stent was deployed, the thumbwheel no longer worked. The pull-grip was also attempted and this was not working either. The physician then disassembled the handle in an attempt to deploy the stent manually; however this was not successful. The stent delivery system (sds) was then removed from the patient. During this attempt, 1cm of the stent fractured and was lost in the iliac. The physician used a balloon expandable stent to fix the fractured piece of stent to the vessel wall in the iliac. The procedure was completed with two non-bsc stents with no further complications. The patient is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The device was returned with the handle opened. Visual examination showed that the outer sheath and the nosecone were damaged and separated from the handle. The inner liner was kinked at the clip area. The retainer clip was completely separated from the pull rack. The mid-shaft was separated from the retainer. The pull rack was broken and damaged. The stent was returned partially deployed out of the mid-shaft approximately 3cm from the marker band. There was also a piece of the stent which had fractured that was returned. The fractured piece is approximately 3cm long. The components inside the handle had severe damage. The middle sheath was separated from the outer sheath to inspect for more damage; however, damage was not noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID: (B)(4) tw: (B)(4).

Event description:
It was further reported that the lesion was pre-dilated and a contralateral approach was taken over a .035 guidewire.